Event description:
It was reported that the programmer had been dropped and there was physical case and display damage. The programmer and radiofrequency (rf) head were returned to the manufacturer, were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).